Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to vertebral compression fracture. Intra op, balloon leakage was observed. There was contrast agent leakage. The balloon came in contact with the patient. Eventually the surgery was completed without the balloon.